Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched at the site to evaluate the unit, fse discovered occasional touchscreen malfunctions. Spare parts were ordered. The touchscreen was replaced. The device has passed all factory-specified performance and safety tests. The unit has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance by customer, the cardiosave intra-aortic balloon pump (iabp) touchscreen was found to be occasionally malfunction and calibrate. The hospital discontinued use after this issue. No patient was involved.